Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked "from inside the machine." This occurred during an unspecified process step of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.